Event description:
It was reported that during the implant placement, the mount fractured at the hex of the mount and the implant had to be removed. Tooth site 14. Doctor did not finish the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k013227.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D5: operator of device. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual evaluation was performed, a fracture has been identified on the hex on the implant mount was fractured. Device history record (DHR) review was completed for the subject lot number 1255619. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1255619 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of the implant and/or fmt was not adequate to withstand recommended torque values for placement/seating. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the mounts hex. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.